Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels and issues with their sensor and tape not sticking. The customer's blood glucose level at the time of incident was 47mg/dl. The customer states they treated with food. The customer's most current level was 124mg/dl. Troubleshoot was conducted. The customer would be receiving replacement kits.